Manufacturer narrative:
Evaluation : the underside of both returned articular surface provisionals are damaged, likely from use (insertion and removal from the baseplate) over the potential field age of 19 months and 4.5 years. From the condition of both provisionals, it is apparent that they have been used a number of times. The likely cause of the failure is normal wear and tear. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the physician went to put the poly in and the tab broke, requested a 2nd poly and it also broke. All pieces were found and accounted for.